Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer did not know the blood glucose reading. The customer stated that she had a full reservoir, rewound the insulin pump, and received the no delivery alarm. She stated that she was bolusing and was only able to delivery 4.6 of 12 units. She stated that the issue recurred at random times and that she had not observed bent infusion set cannulas. She noted that the issue occurred every time she traveled. Upon troubleshooting, she was advised to disconnect at the quick release and assisted with performing a 5.0 unit fixed prime. She confirmed that insulin did exit. She stated that she was unable to remove the set in order to examine the set. She was advised to change the entire infusion set. She reported that she did not feel safe using the insulin pump and requested its replacement.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with rattling vibration due to the vibrator motor adhesive not adhering. The unit was also received with a cracked case at the display window corners and minor scratched liquid crystal display window.